Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during service of the ventilator the light emitting diode (led) indicator failed. No patient harm. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 17apr2019. Information was received that after testing the se found the ventilator to be working properly. No parts were replaced. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.